Manufacturer narrative:
Product was returned and visual inspection confirmed plate separated at the middle translation joint. A review of the returned explanted screws found no significant markings. All four of the outer screw ports on the plate show screw contact marks on the edge side, likely from force contact as a result of the patients fall. The center translational tab has separated from the mating port with no significant damage or contact marks, however the flat spring utilized as the translational stop is missing. When this spring is not in place the plate disassembles and will not load on inserter and cannot be implanted in that state. The lateral translation joints tested normally with no issue identified. Summary of investigation is consistent with a substantial patient fall creating separation forces that exceed what the flat nitinol spring can withstand. Labeling review: "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)...."

Event description:
Patient underwent a c5 level corpectomy with a non nuvasive cage and a helix-t plate on (B)(6) 2018. Reportedly, the patient suffered a fall five days post-surgery and underwent a revision procedure due to a broken plate. No cage dislodging nor fractures to the vertebral body or screws were noted.